Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that one day after implant the right ventricular (rv) lead was found to be dislodged. The lead was repositioned and remains in use. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.